Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter experiencing high blood glucose and cannula was bent. Blood glucose level was 29 mmol/l which was treated with manual injections. Customer's current blood glucose level was 17.8 mmol/l. Customer experienced nausea. Customer did not allege insulin pump for under delivery. Troubleshooting was done for bent cannula. The insulin pump will not be returned for analysis.